Event description:
It was reported that a dexcom g6 continuous glucose monitoring system failed to pair with the ilet, with the device displaying a transmitter not found alert, and the user's cgm instead paired to the dexcom app. Symptoms included suspension of automated insulin dosing due to lack of cgm data. Outcomes included interruption of closed-loop therapy and initiation of bg-run suspended mode. Investigation included assisted troubleshooting and education, including toggling cgm settings and re-pairing the cgm to the ilet with verification of the transmitter serial number. Investigation of this case revealed a pairing failure between the cgm transmitter and the ilet, consistent with a data communication issue rather than a hardware malfunction of the ilet. It was concluded, based on previously established findings for similar reports, that the cause was user/system setup error resulting in failure of device communication.